Event description:
While removing tavr (transcatheter aortic valve replacement) delivery system, a part got stuck on the right common femoral artery. Damaged artery, necessitating emergent surgery. Doctor (vascular surgeon) was consulted for emergent cutdown. Doctor performed a left fem to right femoral graft.